Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and the lead could not be programmed to treat the stimulation. The patient will be monitored.